Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received a no delivery alarm during priming. Customer reported that numbers were going up on pump, but insulin pump was not delivering. Customer's blood glucose was 165 mg/dl. Troubleshooting was performed and customer was advised that infusion set or reservoir may have been occluded. Customer declined to set products back for analysis.